Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2015.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. It was also reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds and oversensing in the form of short ventricular intervals and non-sustained ventricular tachycardia (nsvt) episodes. Finally, the left ventricular (lv) lead was exhibiting high thresholds. The lead had previously been repaired due to damaged insulation. Another attempt was made to repair the lead but the high thresholds remained. The lv lead was then explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.